Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced battery charger pcb, power/cap module and filament driver pcb. The sys was tested and found to be working as intended, and put back into svc.

Event description:
It wa reported that the 9800 sys displayed a charger failed error message when the sys was booted. Reboot did not clear the message. There was no report of pt injury.